Event description:
The surgeon placed a surgiwrap piece in a pt during a bowel surgery. Four months later, upon re-entry, the doctor found pieces of surgiwrap broken down and encapsulated. The encapsulated pieces were stuck to the bowel.